Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017 and product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp)via a company representative. It was reported that the patient came in for a catheter and rotor study. The company representative did not have the date of the catheter and rotor study as they were never told. It was indicated that a manufacturer representative was not present or told about this procedure. It was further indicated that the consensus was they could not aspirate from the catheter; therefore, they were scheduling a catheter revision. The catheter revision was planned but not yet scheduled. The date of the event was unknown. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) That the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was unknown / would not be made available.

Manufacturer narrative:
Correction: the previous report (follow-up # 1) did not indicate serious injury in error regarding type of report. The event had been updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received on 2019-dec-16. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for use was spinal pain. On (B)(6) 2019 compatibility guidelines were being requested for an MRI. Per the reporter they were asked to do an MRI on a patient where they think the pump may not be working and she was concerned whether she should do the MRI or not. The hcp stated that the patient said they did a rotor study and also said that the catheter tip might be "frayed" but wasn't sure why they were using an MRI to find what might be wrong. Additional information was received on 14-nov-2019 from the patient¿s pump managing physician who reported that the patient was having worse pain in the past couple of months. A ¿dye study revealed myelogram but nothing distal to the catheter¿. They wanted the MRI to confirm no partial occlusion of the catheter tip. Per the physician, ¿no mention of frayed catheter from my end, I¿m not sure where that came from¿. No further complications have been reported as a result of this event.